Event description:
It was reported that the screw at tooth location #19 kept getting loose - crown was replaced twice because it loosened + fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: tsv6h10, impl tapered scr-v ha 6mm 5.7mm 10mm, lot# 61876571. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device location unknown.